Manufacturer narrative:
The lot was manufactured january 30, 2018 ¿ february 1, 2018. The device was received for evaluation. Visual inspection was performed and identified the ruptured bladder. The device was microscopically examined for signs of abnormality. No signs of abnormality were found. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured during filling. The device was filled manually with an unspecified syringe. There was no patient involvement. No additional information is available.